Event description:
On may 3, 2011, medwatch (B)(4) was received with the following information: event desc: patient undergoing a robotic sparing whipple and cholecystectomy for a pancreatic mass. During the procedure a piece of the hook cautery was noted to be broken off and in the patient's abdominal cavity. Copious irrigation and suction were performed. It is unknown whether the piece was retained or removed. No additional information has been received despite several attempts to contact the site.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation a follow-up MDR will be submitted.